Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported his adc freestyle libre sensor fell off after less than a day of wear and he was unable to obtain sensor scans. As a result, the customer experienced a loss of consciousness; however, he was able to regain consciousness on his own and self-treated with glucose pills and candies. No further information was reported. There was no report of death or permanent injury associated with this event.